Manufacturer narrative:
A partial connector portion of the lead was returned in one piece. Analysis found external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead, which was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External abrasion.